Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while flying in a plane and was unable to clear the alarm. Customer changed the cartridge to clear the alarm and resolve the issue. Customer's blood glucose was 203 mg/dl.